Event description:
According to the reporter:patient came to hospital on (B)(6), because if suigns of recurrance. Recurrence dianosed by physical examination and ultrasound. For the moment conservative treatment. No operation medical history: copd, hyperthyroid, psoriasis, heartburn.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). According to the reporter, the original procedure was a hernia repair. The "recurrence" described in the initial report was a recurrence of hernia.